Event description:
On (B)(4) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that the meter had been reading inaccurately for about 3 months prior to contacting lfs. She alleged that on an unspecified date/time, she obtained an alleged inaccurately high blood glucose result of ¿119 mg/dl¿ on the subject meter compared to ¿ below 30 mg/dl¿ on an emergency medical services (ems) meter, performed greater than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin, which she self-adjusts. She alleged that on an unspecified date/time her husband found her ¿out of it, sweaty and dizzy¿. She indicated that her husband twice gave her orange juice and then called the rescue service when the reported result of ¿below 30 mg/dl¿ was obtained. The patient was unsure what treatment, if any, was provided by ems. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Out of it, sweaty, and dizzy with and ems result of below 30 mg/dl, after obtaining alleged inaccurately high blood glucose results on the subject meter.